Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: capsular contracture : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a.2; a.4; a.6; b.5; d.4; d.6a; d.6b; h.4; h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Continued postal code e1: (B)(6). Continued province/state e1: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. Device remains implanted.